Event description:
Reporter indicated that device was delivering painful stimulation longer and more often than programmed. Events reportedly discontinued after 3 days. Physician performed diagnostic testing and reported all results were within normal ranges. Good faith attempts to gain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.